Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000045920.

Event description:
It was reported that the patient's scs system was unable to get into MRI mode due to high impedances on one lead. As a result, surgical intervention was taken on (B)(6) 2023 where the patient's lead was explanted to address the issue. During the procedure it was noted that the lead was fractured. It is unknown which lead was fractured.